Event description:
It was reported to boston scientific corporation that during a "mus implant" procedure using an obtryx halo single system device, the obtryx trocar perforated the patient's bladder on her right side. The physician was unable to complete the mesh implantation due to this event, however the patient, who is over 18 years of age, was fine at the conclusion of the procedure. Reportedly, the physician does not plan on repairing the perforation because the perforation was small, and he believed that it would repair on its own.

Manufacturer narrative:
(B)(4).